Event description:
It was reported that the fiber broke. The procedure was completed with another device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber broke. The procedure was completed with another device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.